Event description:
A (B)(6) female came in with a 6.3 x 5.6 mm supraclinoid aneurysm. Cordis enterprise stent was accessed with a cordis prowler 14 microcatheter. As the first presidio 6x26 mm microcoil was successfully placed, the second coil, deltapaq 2x6mm microcoil placement couldn't advance out of the microcatheter. It appeared that the coil was wrapping around the stent. After this observation, the coil was pulled back into the microcatheter and re-deployed the second time. The coil deployed in the same location. At this point, the physician did a "run" and extravasation was noted. It was apparent that the aneurysm had ruptured. The coil was removed and replaced with 3 deltaplush microcoils. Another run was completed with no evidence of bleeding. Follow up report indicated that prolonged hospitalization may be required due to possibility of vasospasm. No additional medications was prescribed per received report. The patient was doing fine and seemed to be moving all extremities.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.